Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device via an 8f sheath after a cerebral angiogram and interventional procedure for an aneurysm. Reportedly, when attempting to tighten the knot, a suture break occurred. An attempt was made to place a second proglide device; however, the device could not be inserted into the artery due to the knot of the previously placed proglide device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The technician is reportedly in-training in the use of the proglide device. No additional information was provided.